Manufacturer narrative:
A bent soft cannula is normally regarded as an insertion issue (i.e. User related).

Event description:
Unomedical reference number: (B)(4). A (B)(6) old male diabetic (type 1) patient is receiving insulin treatment via a tandem insulin pump and a tandem autosoft xc infusion set manufactured by unomedical. On (B)(6) 2021 he experience a blood glucose value of more than 600 mg/dl some 3-4 hours after having changed his infusion set. When he removes this infusion set he notices a bent cannula. We presume that another infusion set is then inserted. There is no information on how he tried to bring his bg down to normal. No bolus information nor any information on using a fallback option of e.g. Insulin pen-based injection(s). He refuse to let his wife take him to hospital on that day and on the following day. On (B)(6) 2021 his wife finds him so confused that she does take him to ER. After some 5 hours at the ER he is transferred to the ICU where he dies on (B)(6) 2021. Either at the ER or at latest at the ICU his insulin pump is removed. Wife reports cause of death to be pneumonia and high blood glucose. Regarding his general health status, his wife reports that her husband have had 25 (twenty-five) bypass surgeries, two further cardiac surgeries plus other unspecified health issues. Tandems reference number for this case is: (B)(4).